Event description:
It was reported to boston scientific corp that a transvaginal sling system was used during an unk procedure in 2008. According to the complainant, after the procedure, the pt presented with erosion. Attempts at f/u have been unsuccessful.

Manufacturer narrative:
It was reported to boston scientific corp that a transvaginal sling system was used but the brand name of the device is unavailable.